Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the transport and handling process. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during incoming inspection of the guidewire packaging, an open seal was identified compromising the sterility of the wire. A new guidewire was used to complete the procedure. No patient contact or injury to report.